Event description:
It was reported that patient lately she noticed her "peeing" hasn't been agreeing with her, having trouble peeing and as a result she was having a bladder infection in (B)(6). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Information omitted pertained to related (B)(4) por error code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.